Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system for a ruptured descending thoracic aortic aneurysm. On (B)(6) 2020, computed tomography scan follow up showed no issues. On (B)(6) 2020, computed tomography scan follow up showed no issues. On (B)(6) 2020, the patient presented with hemoptysis. Computed tomography angiography revealed a ruptured pseudoaneurysm proximal to the device. The pseudoaneurysm was immediately adjacent to the proximal extent of the gore device. The patient underwent a right axillary - left common carotid artery bypass. An additional stent graft was deployed just distal to the brachiocephalic artery using an ascending aorta approach. The patient tolerated the procedure. The physician suspected an infection but the infection was not confirmed.